Event description:
It was reported that this ambicor penile prosthesis (app) was explanted and replaced due to impending extrusion through the glans. It was also reported that the patient was dissatisfied with the implant. No further patient complications were reported.